Event description:
It was reported that two days post op a mini bypass procedure, patient returned to surgery for reoperation due to staple failing. The staples were not formed in the b form. The stomach pouch felt open due to bad stapling. Staple line on gastric, making the pouch, nearby angle of hiss was were the "u" formed staples were found. During the initial surgery all looked fine. Procedure was completed with same like device. Currently the patient is in ic unit with open infection in the stomach. Her kidneys also stopped working. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Patient is still in the ic unit, with an open abdominal infection, fistulas and abscesses. But her kidneys are working again. Seems like the situation of this patient is stabilized.

Manufacturer narrative:
(B)(4). Five cartridge reloads were received in their sterile package and with no visual non-conformances. Two reloads were placed into a test device and were tested for functionality; the device achieved a complete 3-strokes and fired without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The instruments are visually inspected based on a sample at finished goods. In additional, a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, an intra operative video was also received. Based on the video indicators, the tissue may have pulled away from the staples in the general area where there may have been some tissue flow. Tissue flow can happen if the staple cartridge selection produces a tissue compression gap that is too large for the tissue. The result is insufficient compression force to retain the tissue securely during firing. There were no indicators of a device and/or staple cartridge malfunction. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.